Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up with heart failure, the left ventricular lead exhibited loss of capture was noted due to dislodgement. The lead was capped and replaced on (B)(6) 2016 successfully. The patient was doing well.